Manufacturer narrative:
It was reported that during surgery, with the instruments outside the patient, the threads were found broken. There was no delay in the case. The affected complaint device, used in treatment, was returned for evaluation. A visual inspection of the returned device shows the threads are worn and damaged, confirming the stated failure. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. The cup positioner/impactor was manufactured in 2010 and it is worn from repeated use. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, with the instruments outside the patient, the threads were found broken. There was no delay in the case. A s&n backup device was available.